Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. After the evaluation was noticed that the item received is different from the item reported. Therefore, the lot number was not considered.

Event description:
The clinician reported that on the day the immediate implant was placed in the mouth, there was no torque upon placement in type ii bone. Clinician reports insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
The premarket notification number is not currently in our database. (G5) exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the immediate implant was placed in the mouth, there was no torque upon placement in type ii bone. Clinician reports insufficient bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.